Event description:
Blisters in throat [oropharyngeal blistering]. Blisters in mouth [blistering of mouth]. Blisters on tongue [tongue blistering]. Throat pain [throat pain]. Sores in mouth [sores mouth]. Case description: this case was reported by a consumer and described the occurrence of blisters in throat in a (B)(6) female pt who received double salt denture cleanser (polident dentu creme toothpaste) toothpaste (batch number 4l22bh, expiry date 30th september 2017) for denture wearer. On an unk date, the pt started polident dentu creme toothpaste. On an unk date, an unk time after starting polident dentu creme toothpaste, the pt experienced blisters in throat (serious criteria gsk medically significant), blisters in mouth, blisters in tongue, throat pain and device misuse. The pt was treated with sodium chloride (salt water) and water. Polident dentu creme toothpaste was discontinued (dechallenge was positive). On an unk date, the outcome of the blisters in throat, blisters in mouth, blisters on tongue and throat pain were unchanged and the outcome of the device misuse was recovered/resolved. It was unk if the reporter considered the blisters in throat, blisters in mouth, blisters on tongue and throat pain to be related to polident dentu creme toothpaste. Add'l details: the pt used polident dentu creme toothpaste for denture which represents device misuse. The pt discontinued use of polident dentu creme toothpaste. The consumer reported that she rinsed her mouth with salt water and it made her condition worse so she switched to plain water and rinsed her mouth all day with it. F/u info was received on february 11, 2015. The pt returned an incomplete authorization to contact physician form along with a note. She stated that she mistakenly used the cleanser for an adhesive, and it was in her mouth all night. She stated that she woke up with sores in her mouth and a sore throat. She reported that she called poison control and they suggested that she see her doctor, but she couldn't afford to do that. She stated that she rinsed her mouth several times a day for a week, and she "healed up fine".